Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported by customer that the cardiosave intra aortic balloon pump needs evaluation. The event circumstance, patient involvement and injury information were not specified.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.